Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2014. Product event summary: the distal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo was found.

Event description:
It was further reported that the patient's previously implanted but not currently active right ventricular (rv) lead was partially explanted and returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event. It was reported that the patient's right ventricular (rv) lead was explanted and replaced for a possible fracture as evidenced by high impedance on the superior vena cava (svc) portion of the lead. It was also reported that the patient's right atrial (ra) lead was explanted and replaced for undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.